Manufacturer narrative:
Vyaire has reached out to customer to provide the complaint device for further investigation. At this time we are currently waiting for the sample. If the customer provides the sample for further investigation or additional information is obtained, vyaire will provided a follow up emdr.

Event description:
Customer reported ¿two rns at bedside attempting to place scalp lead. First scalp lead did not read heart rate bounced around on monitor. We tried troubleshooting and replaced the cords, jiggled them around, etc. With no luck. Fetal scalp electrode (fse) was removed.